Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead had dislodged and exhibited failure to advance guidewire and unspecified fitting issue. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead had dislodged and exhibited failure to advance guidewire and unspecified fitting issue. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.